Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic in (B)(6) of 2015 experiencing worsening heart failure. A chest x-ray revealed the left ventricular lead to be dislodged. The lead was successfully revised on (B)(6) 2015. The patient was seen for follow-up in (B)(6) of 2015 and found to be in good condition.